Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -14.0 diopter, implantable collamer lens was implanted and due to low vault the surgeon felt compelled to exchange the lens. The reporter stated that the surgeon exchanged the lens for a 13.2 tmicl (longer length lens). Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.